Manufacturer narrative:
The excor connecting set (lot no. 00147194) was in use on the patient on (B)(6) 2025 until the connecting set was exchanged on (B)(6) 2026. The event occurred on 2026-02-27, which is (315 days) after the connecting set was placed on the patient being supported with an excor active driving unit. We have reviewed the device history record (DHR) of the connecting set lot no. 00147194. This product was produced according to our specifications. According to the production record, a total of six connecting sets with this lot no. Were produced. Out of six connecting sets, four were distributed in the USA, the fifth set was distributed in UK, and the last one was distributed in germany. There are no other complaints associated with the lot number. A detailed investigation report will be provided as soon as it is available.

Event description:
The site contacted (B)(6) clinical affairs (ca) on (b)(60 2026 to report via email, that the outflow excor connecting set ø 6/9 mm, exhibited a visible, external, palpable crack on (b)(60 2026. According to the site, the crack was not the full thickness of the connecting set at the titanium connector, and that no breach of the cannula occurred. On the same day of the event, the affected connecting set was removed, replaced, and a pump change was performed. Berlin heart was not notified until the pump exchange occurred. Bhi ca requested the site to return the affected portion of the connecting set for investigation. The site mentioned that the cable ties were attached per the IFU, and the connecting set and the cannulas were symmetrical at the time of event. The berlin excor blood pump functioned as intended, maintaining complete filling and ejection throughout the event. The patient remained hemodynamically stable during the entire event.